Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient¿s cgm was reading low mg/dl and the bg meter was reading 71 mg/dl. The patient further stated the cgm device was ¿40-70 points off¿ at times. At an unspecified time later that same day, the patient stated she was admitted to the ICU. The patient¿s bg meter reading at the hospital was 750 mg/dl, no cgm comparison value was reported. The patient was also wearing an insulin pump (brand not specified) that was removed upon admission. No patient symptoms were reported. The patient was treated with insulin and potassium; she also had an MRI done. The patient was discharged home 2 days later. The patient was in good condition at the time of report. Attempts to reach the patient to clarify event details were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.